Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that the patient's loss of therapy was first observed on (B)(6) 2016 and the hcp turned it off. The patient's cardiologist felt the patient's cardiac problems were due to the gastric stimulator. No troubleshooting was performed related to the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a loss of therapy and therapy wasn't working for the patient. They didn't know since when the therapy was not working. The implantable neurostimulator (ins) was explanted on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.